Manufacturer narrative:
Cmp-(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that cup was being impacted in usual fashion . When the surgeon unscrewed the impactor, he noticed that the tip of the threaded portion of the inner rod had broken off. He was able to retrieve it. No delays were reported.

Manufacturer narrative:
Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibits shows signs of repeated use. A small portion of the threads has fractured. The hardness was checked against the print criteria and the results were within tolerance. Sem analysis indicate inserter tip fractured and superficial wear marks consistent with used surgical instruments. The visible artifacts suggest both fracture surfaces suggest an overload fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.